Event description:
It was reported that a loss of telemetry monitoring occurred for 12 beds lasting two hours and forty-five minutes. There was no serious injury or death associated with this event, nor was medical intervention required. Alternate patient monitoring was not available. The apexpro telemetry server (ats) was rebooted and patient monitoring was restored on the clinical information center (cic). Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.